Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hypoglycemia after administering multiple corrections for a slight hyperglycemia while sleeping, with cgm use on a g6 and no missed meal or supply change; a compression low was noted the prior night, and the user treated with oral glucose. Symptoms included low blood glucose to 47 mg/dl without loss of consciousness or other acute complications. Outcomes included self-treatment with juice, no medical intervention, and no hospitalization. Investigation included complaint intake review, education on ilet behavior after low events, and follow-up to offer training on therapy settings. Investigation of this case revealed no device alarms or disconnections and no confirmed device malfunction, with the event attributed to user-initiated correction dosing and potential sensor artifact from compression the prior night. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.